Event description:
Section h, number 6 for investigation updates.

Event description:
See section h, number 6 for investigation updates.

Event description:
The patient underwent revision surgery due to high impedance.

Event description:
See section h, number 6 for investigation updates.